Event description:
Customer stated that they were receiving results throughout the day that were unusally low. They did not take their medication; they ate dinner earlier than normal. Sometime in the morning the customer received result of 55mg/dl. At approximately 5pm the customer's glucose was 98mg/dl. 3 hours later they became hot, weak, and sweaty. An ambulance was called and they tested and received a result of 33mg/dl. The customer was taken to the hospital where they were given an IV. Controls were not in use. A request was made for the return of the suspect device and replacement product was sent.